Event description:
During the aortic valve study, the aortic port kept drifting and damping after 3-4 mins after flushing. This was demonstrated after pulling the catheter out of the lv and into the aorta. This required multiple flushing and re-measurements.